Event description:
Report received from united states indicating the device has an "air leak". It is known that the device was not used in surgery and that there were no injuries reported. It is not known if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).